Event description:
It was reported that a surgeon had stopped using the allograft bone void filler product as a result of 'draining issues' which he is attributing to the product. Multiple attempts were made to obtain additional information, though none was provided. It is not known whether any medical or surgical intervention was required.

Manufacturer narrative:
Neither the device nor any patient medical records or imaging studies were returned to the manufacturer for evaluation. No part number or lot information was provided; therefore, no review of the device history records was possible. The manufacturer is unable to evaluate or determine a definitive cause for the reported event.